Event description:
During the post-operative x-ray, surgeon noted a metal substance near the tibial tray. The instruments were verified and it was discovered that a screw had disassociated from the impactor.

Manufacturer narrative:
Manufacturing facility is awaiting evaluation of the device.